Event description:
The hospital reported a system shutdown that resulted in a loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Ge technical support recommended replacement of the carrier board to resolve the issue. Service will be performed by hospital employee or contractor. No report of patient involvement. Legal manufacturer: (B)(4).